Event description:
It was reported that the patient presented to the clinic with chest discomfort. Upon device interrogation and subsequent x-ray imaging, it was confirmed that the atrial lead had become dislodged. This dislodgment caused diaphragmatic stimulation and failed to capture with the intended lead placement site. Programming changes were made, and the physician attempted to perform a lead revision. It was found that the dislodgment was caused by twiddlers. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. Final analysis found that as received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.